Manufacturer narrative:
Evaluation confirmed the tip of the instrument has broken. Based on previous evaluations, this condition typically occurs when the tip is forced against bone while passing the instrument through tissue. This device has exceeded its useful life.

Event description:
Tip broke off as surgeon was retrieving suture through, during labral repair. Surgeon was pulling device out through cannula and when removed, the tip was noted missing. X-ray machine was brought into the room to look for piece inside the shoulder. Further communication revealed extensive x-rays were taken and suction lines were checked, but piece could not be located. The surgery was delayed over 40 minutes, however, no adverse consequences were reported with the patient. This device is used for treatment.